Event description:
It was reported that an ilet user experienced multiple low glucose events, including nighttime lows reaching 47 mg/dl, and had been frequently pausing insulin and entering smaller-than-usual meal announcements to reduce insulin, which constituted an incorrect procedure and impacted the meal algorithm. No adverse clinical symptoms associated with hypoglycemia and episodes of hyperglycemia reported. Outcomes included the need for unexpected medical intervention consisting of medication to treat the events without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, with a usage problem identified related to failure to follow instructions, centered on the user interface and meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.

Manufacturer narrative:
Initial.